Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Initial reporter phone: (B)(6).

Event description:
It was reported that during preparation for a cryo-ablation procedure using a polarsheath the valve leaked during flushing. They exchanged the sheath, and the issue was resolved. The procedure was then completed with no patient complications. The sheath is not expected to be returned for analysis as it was disposed of by the site.